Event description:
It was reported that the insulin pump alarmed no delivery during basal/bolus/fixed prime. Insulin finally exited from tubing with manual prime and full set change. Customer's blood glucose reading was 201 mg/dl. Advised customer that the pump is working as designed and the no delivery alarm may have been caused by an infusion set/reservoir occlusion. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.